Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient paged ventricular assist device (vad) coordinator on (B)(6) 2023 with concerns for driveline infection. The patient had bloody/thick brown drainage for 2 days and site was painful. Pictures were sent to vad coordinator. The on-call provider was notified, and patient was started on doxycycline 100mg for 10 days with scheduled clinic visit to reassess on (B)(6) 2023. During clinic visit, there was not enough drainage to culture. Plan was to continue doxycycline and daily gauze dressing changes.